Event description:
The following was reported to gore: on (b)(60 2025, a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was to be implanted in the patient's iliac artery to treat a vessel tear. As reported, the physician commented the viabahn device did not 'look right' before insertion into the sheath but continued to use the device. The viabahn device was advanced and placed at the intended treatment site. When the deployment line was pulled, the viabahn device could not deployed. Consequently, the constrained device was removed from the patient. It was reported the viabahn device had the appearance of stent expansion at the proximal end. A new viabahn device was advanced and implanted with no issues. The patient did not experience any adverse consequences. It was reported that after the procedure, the removed viabahn device was tested on the back table, and the device was able to start deploying.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A2; a3; a4: patient information was requested, but not made available by the user facility. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code c21: device was returned; results pending completion of investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product investigation report conclusion - the primary reported failure mode, related to partial deployment with partial device expansion due to a stuck deployment line, was partially confirmed during engineering evaluation. The reported stuck deployment line is consistent with the findings of a fully deployed outer zipper and a partially deployed inner zipper, but it is not consistent with the findings of deployment continued from the knob. As reported, the deployment knob was unscrewed and the deployment line was pulled, but the deployment line became stuck; reportedly, the proximal end of the endoprosthesis opened. However, the engineering evaluation observed that the distal part of the endoprosthesis was partially expanded. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode. An additional reported failure mode, that the ¿device did not look right,¿ could not be confirmed during engineering evaluation. While there were several observations of damage during engineering evaluation, a definitive relationship between the damage and the device reportedly ¿not looking right¿ could neither be confirmed nor refuted. Therefore, the cause for this additional reported failure mode could not be established with the available information. The returned device exhibited several forms of damage (e.g. Catheter kink, exposed distal shaft). The cause for these damages could not be determined, but they are consistent with damage resulting from the reported inability to deploy, an unknown device interaction during withdrawal, or manipulation of the device either during or after the procedure.